Manufacturer narrative:
The monopolar curved scissors tip cover accessory will not be returned back to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had generated sparks during surgery with the tip cover, which could cause a hole. There was a high risk of tissue damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the energy leak from the wrist on a monopolar curved scissors (mcs) instrument. The damage on the tip cover was not on the clear silicone, but on the grey silicone. The mcs tip cover was properly installed, and it was not installed beyond the orange surface. No electrolube or other lubricant was used. The tip cover will not be returned back to isi. The tip cover did not slip down the instrument. The procedure was completed with a backup instrument. There was no injury to the patient and there are no photos or video recordings for isi to review.